Event description:
It was reported the procedure was to treat a lesion in the anterior tibial artery. A 3.75x38mm esprit btk scaffold was placed in the lesion without issue on (B)(6) 2024. The patient returned on (B)(6) 2025 to have an additional procedure performed on the left leg. Angio was performed on the right leg and it was noted the scaffold was occluded. As the patient had no symptoms, no treatment was performed. No additional information was provided.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.